Event description:
It was reported, the patient experienced an air in the abdomen event coincident with automated peritoneal dialysis therapy. The event was manifested by abdominal pain and bilateral shoulder pain. On the same day, the patient went to the emergency room for the event. The patient was not hospitalized. The patient was treated with oral narco (dose, frequency, and duration not reported) for the event. Dianeal therapy was ongoing. At the time of this report, the abdominal pain, bilateral shoulder pain, and associated treatment were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The returned device was evaluated by the product analysis laboratory (pal). The event history log review showed a system error 2240 (air in line alarm) which occurred on (B)(6) 2015 (manufacturing report number: 1416980-2015-07753). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Air detect was performed. The device was determined to meet functional and electrical performance specification requirements per rite testing. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) events identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.